Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse of an exit site and tunnel infection in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was recovering. The event was unrelated to the pd solutions. On (B)(6) 2012, gpv contacted the peritoneal dialysis registered nurse (pdrn) for further information regarding the event. The following information was obtained. On an unreported date, the patient had poor aseptic technique. The nurse clarified that on (B)(6) 2012, the patient developed a reddened area three to four inches from the pd catheter exit site and experienced abdominal pain. On (B)(6) 2012, the patient was diagnosed with a pd catheter exit site and tunnel infection, and not peritonitis as previously reported. The cause of the pd catheter exit site and tunnel infection was poor aseptic technique. The nurse was unable to provide any further information on the exact problem with the patient's aseptic technique. On (B)(6) 2012, the patient was hospitalized for the pd catheter exit site and tunnel infection. During the hospitalization, the patient was treated with intraperitoneal (ip) vancomycin (unknown dose and frequency). On (B)(6) 2012, the patient was discharged from the hospital. Pd therapy was ongoing. On an unknown date, the patient was retrained on proper aseptic technique. The patient had recovered from the events. The pdrn stated the events were not related to dianeal therapy or to baxter devices or disposable products.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique by the patient. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.